Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was returned for evaluation. Functional testing was performed and confirmed the no flow condition. Additionally, visual inspection was performed and identified that the male luer outlet port was blocked with what appeared to be a piece of plastic with the physical characteristics of an lad center post. Based on the sample evaluation, this issue was investigated through CAPA, which found a compatibility issue with the size of the inner diameter of the baxter male luers used with a non-baxter product. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
This is a report of a mini volume extension set in which lipids would not pass through the set during priming. It was reported that the distal end of the set was "much smaller than can be seen with a naked eye." A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.